Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap exhibits severe devitrification at the output window; the metal cap exhibits moderate detritus adhesion on metal surface, and indications of slight melting on output window; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing exhibits minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at (B)(4) joules, 33:21 minutes while using the surgical fiber during a prostate procedure, the aiming beam and laser energy were observed exiting the fiber at an abnormal angle; a decrease in tissue vaporization effectiveness was also observed. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.